Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm reported. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a alarm that indicates a power error. The ventilator was investigated onsite by our field service engineer (fse), monitoring printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent to further investigation. The pre use check (puc) failed due to a small volume leakage in internal leakage test. When ventilating the power error appeared directly. It was noticed that the resistance of a resistor was too high that lead to the reported issue. A failure in this resistor resulted in wrong +24 voltage signal towards the valve circuit. Replacing this resistor resolved both issues. However, it was not possible to find the root cause for the resistor failure. Monitoring pcb is part of subsystem monitoring mon. The monitoring subsystem features alarm and monitoring functions, calculations, trending of measured values and is also can-bus master. The root cause for the reported issue could not be determined.

Event description:
Manufactures reference ID: (B)(4).